Event description:
It was reported that the insulin pump had a scrolling keypad during a bolus attempt. The customer removed the battery and kept it out of the device for 10 minutes before reinserting it. She stated that the insulin pump alarmed battery out limit and could not clear the alarm using any of the buttons. The customer's blood glucose was 9.8 mmol/l. The customer noted that the insulin pump had been in conditions that were hot and humid. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump was unable to verify battery out limit alarm due to unresponsive buttons. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.